Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked reservoir tube and scratched case.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer had high blood glucose levels even after changing the infusion set. Customer changed to his older back-up pump and now his blood glucose levels are okay. Customer reported that sometimes the up button sticks. Customer stated that the issue started 6-8 months ago. Customer declined troubleshooting for keypad anomaly. Customer's blood glucose level was 378 mg/dl. Customer experienced high blood glucose levels 2 days ago and has since discontinued use from the pump. Customer has a back-up plan and has treated for high blood glucose levels. Pump settings were found to be correct. Customer does not use the bolus wizard. Insulin pump will need to be replaced. No additional information provided.